Event description:
It was reported that the intra-aortic balloon was inserted in a female pt with a very calcified aorta. It ruptured approximately 2 hours later. The intra aortic balloon was removed and replaced without any complications. The physician felt that this problem was pt and not product related.